Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the customer noticed the lens torn upon receipt/removing from packaging and put on the sterile field. Reportedly, there was no patient contact. No further information was provided.

Manufacturer narrative:
The manufacturing record review was performed. The manufacturing process record for this production order was manufactured within specifications. No associated deviation or non-conformity reports found related to the complaint type. The units were released according specification in compliance with the product intended use as required. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change that could be related with the complaint type reported. The documentation shows that the production order was found to be within specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. Visual inspection of the return sample showed that there were particles residues on the lens optic, but no lens torn was observed; therefore, the reported complaint is unconfirmed.all pertinent information available to abbott medical optics has been submitted.